Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 320 mg/dl, which was treated with bolus wizard and manual injection. Customer's blood glucose at the time of call was 466 mg/dl. Customer did not go to the hospital and did not contact healthcare professional. Customer had no symptoms of high blood glucose. Customer declined to check for leaks or air bubbles, site or insulin issues, and settings. Customer was advised that insulin pump was working as designed and was advised to monitor insulin pump.